Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that difficulty irrigating the catheter occurred. A pulse field ablation procedure for atrial fibrillation was performed using a faradrive sheath and farawave catheter. The faradrive sheath was placed and the farawave catheter was inserted into the faradrive sheath. An attempt was made to aspirate blood through the catheter to remove potential air bubbles from the system. Aspiration was unsuccessful and the farawave catheter was removed from the faradrive sheath. Outside the patient anatomy, the farawave catheter was flushed and aspirated successfully. The faradrive sheath was flushed and aspirated successfully. The farawave catheter we reinserted into faradrive sheath and aspiration was again unsuccessful. A new farawave catheter was successfully prepared and used to complete the procedure. No patient complications were reported.